Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the pump alarmed "helium loss alarm" and stopped pumping. The pump could not be restarted. The intra-aortic balloon (iab) was removed and another iab was not inserted. There were no reported pt complications, no hemodynamic worsening recognized. The pt had effective support of the heart. A third party service organization is servicing the pump.